Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she treated her low blood glucose of 50 mg/dl with food and juice. Customer was unsure of why she had low blood glucose. Customer was currently driving now and cannot troubleshoot. Customer stated that she was using a new serter that was given to her by her trainer. Customer stated that her previous sensor had not stuck to her skin and was coming out with the serter. Customer put in a new sensor and received a sensor error during the first 2 hour period. Customer was advised to monitor the pump and call back if further assistance is needed.